Event description:
It was reported that the suction red button is getting stuck, they had to manually pull it to finish case.

Manufacturer narrative:
Additional information will be provided once the investigation has been completed. The device manufacturer date is not known at this time. However, should it become available it will be provided in future reports.